Manufacturer narrative:
Investigation outcome. The ventilator was reported to generate technical failures tf5510 and tf5511. No log files were provided . No patient involvement or clinical impact was reported. As correction, the ventilator unit (vu) motherboard was replaced . Following replacement, normal functionality was restored and the issue was resolved.. The complaint is considered closed

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf5510 & tf5511. No patient involved.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.